Event description:
The customer reported that the display was blank.

Manufacturer narrative:
H3. And h6. The factory has not yet received the device for evaluation and this complaint is still under investigation.